Event description:
It was reported that the patient received tha surgery in 2004. The patient was revised in 2009 to a non stryker brand, due to fracture of the femur at the level of the end of the stem.